Manufacturer narrative:
(B)(4).

Event description:
The pt felt no stimulation sensation when she varied body positions. There was no known accident or incident related to the complaint. The problem had been occurring for about 2 weeks. The pt was seen in clinic. Pressing on the implantable neurostimulator produced intermittent stimulation. Impedances were normal. Reprogramming did not resolve the problem. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.